Manufacturer narrative:
Concomitant medical product: ddbb1d1, ICD, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead triggered a lead integrity alert (lia) due to oversensing of noise with high rate non-sustained (hr-ns) episodes. The lead was suspect of a fracture. The lead was reprogrammed. The lead was revised and capped. A new lead was implanted. No patient complications have been reported as a result of this event.